Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent. The device was inspected with no issues. Excessive force was not used during delivery. It is reported that the device failed to pass through another stent and that the device struts caught up on the other stent. No intervention was required to remove the resolute onyx device from the patient. No patient injury is reported as a result of the event.